Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump experienced a shutdown. Customer¿s blood glucose level was 300-399 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.